Manufacturer narrative:
Device not returned for evaluation. Patient is still awaiting explant as of this report. Post operative xrays sent to additional surgeon for evaluation. The reviewer stated that the calcaneal cuboid joint screw broke because there was a delayed or non-union with motion. The st joint did not fuse and stated that the surgeon should have used 2 screws and not just one because the threads are not across the osteotomy. On the tn joint it is possible to visualize torque on the screw due to the motion and stated that several points of fixation should have been used. The reviewing surgeon stated that this was not a screw failure, but due to technique, resulting in a non or delayed union.

Event description:
Patient received three screw implants (B)(6) 2008 in a triple arthrodesis. Postoperative x ray was normal. In a subsequent postoperative visit (date not given) it was observed that the two smaller 4.0mm screws had broken. According to the follow up physician, there was no clinical issue, but the patient has requested removal of the screws. As of this date, the product has not been explanted. The physician indicated that he was not sure if the patient was compliant with non-weight bearing instructions in the post-op period due to her age.